Event description:
It was reported that there was right ventricular oversensing occurring on a chronic lead that was just connected to a new implantable cardioverter defibrillator. Using fluoroscopy, it was noted that the lead was not fully inserted into the connector block. The lead was repositioned and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.